Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens and there was no patient injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: method (other): lens work order search. Results (other): a visual inspection of the returned product found the lens optic torn. A piece of lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.